Event description:
This is a spontaneous report by a consumer from (B)(6) of abdominal trauma, hemorrhagic peritoneal effluent (coded as bloody peritoneal effluent) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced abdominal trauma while traveling which led to hemorrhagic effluent. On (B)(6) 2010, the patient developed peritonitis. On that same date, the patient was treated with vancomycin 1 gm IV, and amikacin 750 mg IV. On (B)(6) 2010, the patient was treated with amikacin 500 mg IV, and fortum 1 gm IV. On (B)(6) 2010, the patient was hospitalized. On (B)(6) 2010, the patient began treatment with fortum 3 gm three times daily IV and 1 gm three times daily ip, tazocin 400 mg daily ip, and flucozol daily ip. Pd therapy was ongoing. It was unknown whether the events resolved. The reporter believed the peritonitis was not related to dianeal pd2 ultrabag therapy, but rather to the abdominal trauma while traveling which led to hemorrhagic effluent. The reporter did not provide an opinion of causality for the abdominal trauma while traveling which led to hemorrhagic effluent.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.